Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Legal affairs reported "reports that patient has allergan prosthesis, which has announced a recall. " "about 3 months ago a lump appeared in your right breast" ¿rupture and leakage of the prosthesis in two places, which showed that the possible lump was a reaction fibrosis¿ ¿felt ripple¿ ¿feverish chest (right breast)¿. Additional event of capsular contracture baker grade IV. This is for the right side device. The device remains implanted.